Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be determined. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist aid system user guide provides information regarding potential causes of hyperglycemia, as well as ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. The user remains ongoing on their twiist pump. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc, on (B)(6) 2026 and forwarded to millyard advanced medical products, llc on the same day. It was reported that the user was hospitalized on (B)(6) 2026 with an elevated glucose of 472 mg/dl, diabetic ketoacidosis, and a "4+ ketone score". The user was treated with an intravenous drip and would remain on manual daily injections (mdi) until they were able to resume therapy on the twiist pump. The user further reported having trouble with their infusion sites in their abdomen, stating that their glucose values would elevate after 24-hours. On (B)(6) 2026, the user reported that they remained off the twiist pump and had removed their infusion site as they were still hospitalized. The user reportedly resumed therapy by (B)(6) 2026 and was advised to utilize other site options such as their thigh, arm, and buttocks. The user remains ongoing on their twiist pump.